Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting as the longevity estimates had dropped faster than expected in between follow-up appointments. Device data has been sent to boston scientific technical services for review. The pacemaker remains in service and no adverse patient effects were reported. Additional information provided from the field indicated a review of pacemaker data by boston scientific technical services confirmed the battery is depleting normally and the power consumption is stable and low. There was no evidence of any premature battery depletion. The pacemaker remains in service and no adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting as the longevity estimates had dropped faster than expected in between follow-up appointments. Device data has been sent to boston scientific technical services for review. The pacemaker remains in service and no adverse patient effects were reported.